Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side capsular contracture baker grade I and deflation. The device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade I. And deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior, posterior and radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified, striated opening on anterior, posterior and radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior, posterior and radius assessed, as surgical damage.